Event description:
The user facility reported that during an unspecified procedure, they experienced a black and white image while the cystoscope was inside the pt. No further information was provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that during a diagnostic cystoscopy procedure the users experienced a complete loss of image. The procedure was completed using a different, but similar device. There was no pt injury reported. The device referenced in this report was returned to olympus for evaluation. The evaluation revealed that the image flickered intermittently and the image was lost when the light guide cable was manipulated. There was no evidence of fluid inside the device. The device passed the air/water leak. The image difficulty was attributed to a damaged charge coupled device (ccd) unit due to extensive usage. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.